Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024.

Event description:
It was reported that the patient experienced inadequate pain relief on the right side. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively with good coverage and the device remains implanted.